Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type : extension.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient experienced cerebritis on their left side, alphasia, right leg weakness, and facial droop. The diagnostic methods included imaging (x-ray, MRI, CT scan, etc) on (B)(6) 2016 that resulted in the identification of the cerebritis on the left side. The etiology was unlikely related to the device/therapy, but not related to the implant procedure; the implantable neurostimulator (ins) and extension were noted as devices. The severity of the event was noted to be life-threatening illness or injury, required in-patient or prolong hospitalization, and medical/surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The actions/interventions included explanting the implantable neurostimulator (ins) on (B)(6) 2016. The event was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's weight at baseline was 84.88 kg and the device disposition following the explant was unknown. No further complications were reported/anticipated.